Event description:
The patient contacted lifescan (lfs) alleging an error message on their ultralink meter. The patient does not recall what error message they received on their meter. The meter is a new product (out of box). There had been no trauma toward the meter. The patient did not exhibit any symptoms of seek any medical attention due to the alleged issue. Customer care advocate (cca) walked the patient through resolving the issue; however, issue persisted. Meter was replaced. The complaint is being reported due to the alleged error message not being resolved.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.